Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and embedded device ("essure coil embedded in the myometrium, extending to the right/posterior edge of the myometrium") in a (B)(6) female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2006, the patient had essure (ess205) inserted. On (B)(6) 2007, 6 months 5 days after insertion of essure (ess205), the patient experienced post procedural discomfort ("discomfort experienced during the hsg procedure"). In (B)(6) 2011, the patient experienced abdominal pain ("severe and constant abdominal pain"). On (B)(6) 2011, the patient experienced dyspareunia ("dyspareunia"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), menometrorrhagia ("menometrorrhagia"), dysmenorrhoea ("dysmenorrhea"), amenorrhoea ("amenorrhea"), fatigue ("fatigue"), back pain ("low back pain") and menstruation irregular ("irregular periods"). The patient was treated with surgery (laparoscopic-assisted vaginal hysterectomy and left salpingo-oophorectomy). Essure (ess205) was removed on (B)(6) 2013. At the time of the report, the pelvic pain, embedded device, abdominal pain, menometrorrhagia, dysmenorrhoea, amenorrhoea, fatigue, post procedural discomfort, back pain, dyspareunia and menstruation irregular outcome was unknown. The reporter considered abdominal pain, amenorrhoea, back pain, dysmenorrhoea, dyspareunia, embedded device, fatigue, menometrorrhagia, menstruation irregular, pelvic pain and post procedural discomfort to be related to essure (ess205). The reporter commented: on (B)(6) 2006, essure insertion procedure was performed under conscious sedation. On (B)(6) 2013, she underwent a laparoscopic-assisted vaginal hysterectomy and left salpingo-oophorectomy due to ongoing pain. Her symptoms have not completely resolved since the surgery. Over the next several years, she continued to complain of pain all over her body to include: pain in hips, back and upper shoulder, extreme fatigue. She was assessed with fibromyalgia syndrome and osteoarthritis and was prescribed medication. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - on (B)(6) 2007: revealed an intrauterine device, presumably essure; on (B)(6) -2011: high density proximal endometrial cavity opacity x-ray - on (B)(6) 2007: placement of the coil was likely intrauterine (B)(6) 2006: hsg (hysterosalpingogram): spillage from the distal portion of the right fallopian tube. Subtle spillage was also suggested within the proximal portion of the left fallopian tube. (B)(6) 2007: follow-up hsg: procedure abandoned due to inability to obtain sufficient pressure for the evaluation of tubal occlusion and due to discomfort experienced during the procedure. (B)(6) 2007: hsg: demonstrated positional differences of the coils within the right and left fallopian tubes. The test further demonstrated, within the right side, the passage of contrast extending approximately two-thirds the length of the right fallopian tube coil but not beyond the distal portion of the coil. Laparoscopic right salpingo-oophorectomy: operative and pathology report: no coil was present in the right fallopian tube. Hysteroscopy was performed to locate the missing coil, but was unable to visualize it in the subuterine cavity (B)(6) 2008: x-ray: essure coil embedded in the myometrium, extending to the right/posterior edge of the myometrium. (B)(6) 2013: laparoscopic-assisted vaginal hysterectomy and left salpingo-oophorectomy: pathology report: within the left cornu is a coiled rod-like structure that is adherent to the surrounding tissues. The pathology report does not mention the second coil, nor was it described in the operative report. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and uterine perforation ('essure coil embedded in the myometrium, extending to the right/posterior edge of the myometrium/ migration / perforation') in a 44-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: (B)(6)2006: hsg (hysterosalpingogram): spillage from the distal portion of the right fallopian tube. Subtle spillage was also suggested within the proximal portion of the left fallopian tube. (B)(6)2007: follow-up hsg: procedure abandoned due to inability to obtain sufficient pressure for the evaluation of tubal occlusion and due to discomfort experienced during the procedure. (B)(6)2007: hsg: demonstrated positional differences of the coils within the right and left fallopian tubes. The test further demonstrated, within the right side, the passage of contrast extending approximately two-thirds the length of the right fallopian tube coil but not beyond the distal portion of the coil. Laparoscopic right salpingo-oophorectomy: operative and pathology report: no coil was present in the right fallopian tube. Hysteroscopy was performed to locate the missing coil, but was unable to visualize it in the subtertian cavity (B)(6)2008: x-ray: essure coil embedded in the myometrium, extending to the right/posterior edge of the myometrium. (B)(6)2013: laparoscopic-assisted vaginal hysterectomy and left salpingo-oophorectomy: pathology report: within the left cornu is a coiled rod-like structure that is adherent to the surrounding tissues. The pathology report does not mention the second coil, nor was it described in the operative report. On (B)(6)2006, the patient had essure (ess205) inserted. On (B)(6)2007, the patient experienced post procedural discomfort ("discomfort experienced during the hsg procedure"), 6 months 5 days after insertion of essure (ess205). In (B)(6)2011, the patient experienced abdominal pain ("severe and constant abdominal pain"). On (B)(6)2011, the patient experienced dyspareunia ("dyspareunia"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), menometrorrhagia ("menometrorrhagia"), dysmenorrhoea ("dysmenorrhea"), amenorrhoea ("amenorrhea"), fatigue ("fatigue"), back pain ("low back pain"), menstruation irregular ("irregular periods"), migraine ("headaches / migraines"), genital haemorrhage ("abnormal bleeding"), fibromyalgia ("fibromyalgia") and hypersensitivity ("hypersensitivity"). The patient was treated with surgery (laparoscopic-assisted vaginal hysterectomy and left salpingo-oophorectomy and laparoscopic right salpingo-oophorectomy). Essure (ess205) was removed on (B)(6)2013. At the time of the report, the pelvic pain, uterine perforation, abdominal pain, menometrorrhagia, dysmenorrhoea, amenorrhoea, fatigue, post procedural discomfort, back pain, dyspareunia, menstruation irregular, migraine, fibromyalgia and hypersensitivity outcome was unknown. The reporter considered abdominal pain, amenorrhoea, back pain, dysmenorrhoea, dyspareunia, fatigue, fibromyalgia, genital haemorrhage, hypersensitivity, menometrorrhagia, menstruation irregular, migraine, pelvic pain, post procedural discomfort and uterine perforation to be related to essure (ess205). The reporter commented: on (B)(6)2006, essure insertion procedure was performed under conscious sedation. On (B)(6)2013, she underwent a laparoscopic-assisted vaginal hysterectomy and left salpingo-oophorectomy due to ongoing pain. Her symptoms have not completely resolved since the surgery. Over the next several years, she continued to complain of pain all over her body to include: pain in hips, back and upper shoulder, extreme fatigue. She was assessed with fibromyalgia syndrome and osteoarthritis and was prescribed medication. Discrepancy: date of insertion previously reported as (B)(6)2013 now it is reported (B)(6)2007. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - on (B)(6)2007: results: revealed an intrauterine device, presumably essure; on (B)(6)2011: results: high density proximal endometrial cavity opacity. X-ray - on (B)(6)2007: results: placement of the coil was likely intrauterine. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-aug-2020: ppf received new events " migraines, abnormal bleeding, ,fibromyalgia" added, previously reported event "essure coil embedded in the myometrium, extending to the right/posterior edge of the myometrium" pt updated to "uterine perforation" based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and uterine perforation ('essure coil embedded in the myometrium, extending to the right/posterior edge of the myometrium/ migration / perforation') in a 44-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: (B)(6) 2006: hsg (hysterosalpingogram): spillage from the distal portion of the right fallopian tube. Subtle spillage was also suggested within the proximal portion of the left fallopian tube. On (B)(6) 2007: follow-up hsg: procedure abandoned due to inability to obtain sufficient pressure for the evaluation of tubal occlusion and due to discomfort experienced during the procedure. On (B)(6) 2007: hsg: demonstrated positional differences of the coils within the right and left fallopian tubes. The test further demonstrated, within the right side, the passage of contrast extending approximately two-thirds the length of the right fallopian tube coil but not beyond the distal portion of the coil. Laparoscopic right salpingo-oophorectomy: operative and pathology report: no coil was presented in the right fallopian tube. Hysteroscopy was performed to locate the missing coil, but was unable to visualize it in the subuterine cavity (B)(6) 2008: x-ray: essure coil embedded in the myometrium, extending to the right/posterior edge of the myometrium. On (B)(6) 2013: laparoscopic-assisted vaginal hysterectomy and left salpingo-oophorectomy: pathology report: within the left cornu is a coiled rod-like structure that is adherent to the surrounding tissues. The pathology report does not mention the second coil, nor was it described in the operative report. On (B)(6) 2006, the patient had essure (ess205) inserted. On (B)(6) 2007, the patient experienced post procedural discomfort ("discomfort experienced during the hsg procedure"), 6 months 5 days after insertion of essure (ess205). In (B)(6) 2011, the patient experienced abdominal pain ("severe and constant abdominal pain"). On (B)(6) 2011, the patient experienced dyspareunia ("dyspareunia"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), menometrorrhagia ("menometrorrhagia"), dysmenorrhoea ("dysmenorrhea"), amenorrhoea ("amenorrhea"), fatigue ("fatigue"), back pain ("low back pain"), menstruation irregular ("irregular periods"), migraine ("headaches / migraines"), genital haemorrhage ("abnormal bleeding"), fibromyalgia ("fibromyalgia") and hypersensitivity ("hypersensitivity"). The patient was treated with surgery (laparoscopic-assisted vaginal hysterectomy and left salpingo-oophorectomy and laparoscopic right salpingo-oophorectomy). Essure (ess205) was removed on (B)(6) 2013. At the time of the report, the pelvic pain, uterine perforation, abdominal pain, menometrorrhagia, dysmenorrhoea, amenorrhoea, fatigue, post procedural discomfort, back pain, dyspareunia, menstruation irregular, migraine, fibromyalgia and hypersensitivity outcome was unknown. The reporter considered abdominal pain, amenorrhoea, back pain, dysmenorrhoea, dyspareunia, fatigue, fibromyalgia, genital haemorrhage, hypersensitivity, menometrorrhagia, menstruation irregular, migraine, pelvic pain, post procedural discomfort and uterine perforation to be related to essure (ess205). The reporter commented: on (B)(6) 2006, essure insertion procedure was performed under conscious sedation. On (B)(6) 2013, she underwent a laparoscopic-assisted vaginal hysterectomy and left salpingo-oophorectomy due to ongoing pain. Her symptoms have not completely resolved since the surgery. Over the next several years, she continued to complain of pain all over her body to include: pain in hips, back and upper shoulder, extreme fatigue. She was assessed with fibromyalgia syndrome and osteoarthritis and was prescribed medication. Discrepancy: date of insertion previously reported as (B)(6) 2013 now it is reported (B)(6) 2007. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - on (B)(6) 2007: results: revealed an intrauterine device, presumably essure; on (B)(6) 2011: results: high density proximal endometrial cavity opacity. X-ray - on (B)(6) 2007: results: placement of the coil was likely intrauterine. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-sep-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and uterine perforation ('essure coil embedded in the myometrium, extending to the right/posterior edge of the myometrium/ migration / perforation') in a 33-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "endometrial ablation.". The patient's medical history included corpus luteum cyst, adenomyosis, ovarian cyst, grand multiparity, menometrorrhagia and seizure. (B)(6) 2006: hsg (hysterosalpingogram): spillage from the distal portion of the right fallopian tube. Subtle spillage was also suggested within the proximal portion of the left fallopian tube. (B)(6) 2007: follow-up hsg: procedure abandoned due to inability to obtain suficiente pressure for the evaluation of tubal occlusion and due to discomfort experienced during the procedure. (B)(6) 2007: hsg: demonstrated positional differences of the coils within the right and left fallopian tubes. The test further demonstrated, within the right side, the passage of contrast extending approximately two-thirds the length of the right fallopian tube coil but not beyond the distal portion of the coil. Laparoscopic right salpingo-oophotectomy: operative and pathology report: no coil was presente in the right fallopian tube. Hysteroscopy was performed to locate the missing coil, but was unable to visualize it in the subuterine cavity (B)(6) 2008: x-ray: essure coil embedded in the myometrium, extending to the right/posterior edge of the myometrium. (B)(6) 2013: laparoscopic-assisted vaginal hysterectomy and left salpingo-oophorectomy: pathology report: within the left cornu is a coiled rod-like structure that is adherent to the surrounding tissues. The pathology report does not mention the second coil, nor was it described in the operative report. Concomitant products included cefixime (ancef o). On (B)(6) 2006, the patient had essure (ess205) inserted. On (B)(6) 2007, the patient experienced post procedural discomfort ("discomfort experienced during the hsg procedure"), 6 months 5 days after insertion of essure (ess205). In (B)(6) 2011, the patient experienced abdominal pain ("severe and constant abdominal pain"). On (B)(6) 2011, the patient experienced dyspareunia ("dyspareunia"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), menometrorrhagia ("menometrorrhagia"), dysmenorrhoea ("dysmenorrhea"), amenorrhoea ("amenorrhea"), fatigue ("fatigue"), back pain ("low back pain"), menstruation irregular ("irregular periods"), migraine ("headaches / migraines"), genital haemorrhage ("abnormal bleeding"), fibromyalgia ("fibromyalgia") and hypersensitivity ("hypersensitivity"). The patient was treated with surgery (laparoscopic-assisted vaginal hysterectomy and left salpingo-oophorectomy and laproscopic right salpingo-oophorectomy). Essure (ess205) was removed on (B)(6) 2013. At the time of the report, the pelvic pain, uterine perforation, abdominal pain, menometrorrhagia, dysmenorrhoea, amenorrhoea, fatigue, post procedural discomfort, back pain, dyspareunia, menstruation irregular, migraine, fibromyalgia and hypersensitivity outcome was unknown. The reporter considered abdominal pain, amenorrhoea, back pain, dysmenorrhoea, dyspareunia, fatigue, fibromyalgia, genital haemorrhage, hypersensitivity, menometrorrhagia, menstruation irregular, migraine, pelvic pain, post procedural discomfort and uterine perforation to be related to essure (ess205). The reporter commented: on (B)(6) 2006, essure insertion procedure was performed under conscious sedation. On (B)(6) 2013, she underwent a laparoscopic-assisted vaginal hysterectomy and left salpingo-oophorectomy due to ongoing pain. Her symptoms have not completely resolved since the surgery. Over the next several yeras, she continued to complain of pain all over her body to include: pain in hips, back and upper shoulder, extreme fatigue. She was assessed with fibromyalgia syndrome and osteoarthritis and was prescribed medication. Discrepancy: date of insertion previously reported as (B)(6) 2013 now it is reported (B)(6) 2007. Nine coils noted outside of the os. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - on (B)(6) 2007: results: revealed an intrauterine device, presumably essure; on (B)(6) 2011: results: high density proximal endometrial cavity opacity. X-ray - on (B)(6) 2007: results: placement of the coil was likely intrauterine. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: - device monitoring error. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 9-jul-2021: medical record received : reporter information, patient demographic, medical history and concomitant medication added. New event endometrial ablation added. Reporter causality comment added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.